Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C18713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, hematuria, pollakiuria, adenomyosis, endocervicitis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder problems/ bladder or urinary problems or changes: incontinence"), urinary tract infection ("uti"), fatigue ("fatigue"), vision blurred ("vision problems/ vision/eye problems: blurry vision"), migraine ("migraine/ migraine/ headaches"), alopecia ("hair loss"), tooth disorder ("dental probs"), dysgeusia ("metallic taste/ metallic taste in mouth") and mood swings ("hormonal changes/ hormonal changes: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and onychoclasis ("brittle nails"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary incontinence, urinary tract infection, fatigue, weight increased, vision blurred, migraine, headache, alopecia, tooth disorder, onychoclasis, dysgeusia, vaginal haemorrhage and mood swings had resolved. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, onychoclasis, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for fatigue, other, weight gain, vision problems, migraine, headaches, hormonal changes ,hair loss, dental probs, brittle nails, metallic taste, bladder problems .,urinary problems. , uti. Discrepancy noted - essure insertion date (B)(6) 2013. Current weight 130 lbs. Insertion details:- both the three and four coils were seen coming out of the endometrial cavity after devices had been deployed and placement checked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C18713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, hematuria, pollakiuria, adenomyosis, endocervicitis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), incontinence ("bladder problems/ bladder or urinary problems or changes: incontinence"), urinary tract infection ("uti"), fatigue ("fatigue"), vision blurred ("vision problems/ vision/eye problems: blurry vision"), migraine ("migraine/ migraine/ headaches"), alopecia ("hair loss"), tooth disorder ("dental probs"), dysgeusia ("metallic taste/ metallic taste in mouth") and mood swings ("hormonal changes/ hormonal changes: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and onychoclasis ("brittle nails"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, incontinence, urinary tract infection, fatigue, weight increased, vision blurred, migraine, headache, alopecia, tooth disorder, onychoclasis, dysgeusia, vaginal haemorrhage and mood swings had resolved. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, menorrhagia, migraine, mood swings, onychoclasis, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for fatigue, other, weight gain, vision problems, migraine, headaches, hormonal changes, hair loss, dental probs, brittle nails, metallic taste, bladder problems .,urinary problems., uti. Discrepancy noted - essure insertion date (B)(6) 2013, current weight (B)(6). Insertion details:- both the three and four coils were seen coming out of the endometrial cavity after devices had been deployed and placement checked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received - case becomes incident. : previously reported event ¿injury to herself¿ replaced by new specific events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, uti, fatigue, other, weight gain, vision problems, migraine, headaches, hormonal changes, hair loss, brittle nails, metallic taste were added. Essure indication and removal date were added, insertion date were updated. Patient date of birth and consumer address were added. Lab data were added. On (B)(6) 2019: fu2 & fu3 were processed together. Plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal) and hormonal changes: mood swings. Lot number, medical history, concurrent condition were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.